Manufacturer narrative:
On 01/17/2024, intuitive surgical, inc. (Isi) received the following additional information: the reported issue of a little scratch found on the fenestrated bipolar forceps (fbf) conductor wire was identified after reprocessing. The fbf was used on the patient, and the damage was identified but there was no issue. There were no signs of thermal damage. The fbf did not collide with any other instrument or tool during the procedure. The surgical procedure was completed using the same fbf. After the surgical procedure, the fbf was inspected for damage and no damage was found. Fragments did not fall into the patient.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was discovered to have a little scratch on the conductor wire. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical service engineer (tse). The customer was advised to check if the internal wire was exposed from the coating. The customer noted that the physical damage was not severe and will be used as is. There was no report of patient involvement and no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.